Event description:
It was reported that the lesion was in the distal rca with mild tortuosity, mild calcification, and 90% stenosis. The tip of the guide wire did not track properly and was removed. Since the coil loosened, it was pulled out. The tip coil became loose and stretched. This event is being reported based on the investigation of the returned guide wire, which revealed a core separation.